Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the forehead with 5cc of juvederm vista volift xc and experienced left side of the forehead where the injection was made turned pale. Intravascular embolism was suspected. Patient was treated with one vial of sheep-derived hyaluronidase. The following day the patient was treated with two vials of sheep hyaluronidase. The next day the patient was treated again with 3 vials of sheep hyaluronidase and prescribed methycobal tablets. The patient has recovered and said that the head was becoming calm, they still had symptoms such as a tingling sensation in their head.